Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 17sept2019. The field service engineer (fse) - advised customer to disconnect the alternate current (ac) and then pull the ac from the unit with it running and no battery connected to see what the alarm tone sounds like. It was suggested to the customer to replace the back-up alarm and then run the unit for a day to see if the issue could be duplicated. Customer noted that after removing the battery that the issue corrected itself. Customer reconnected the battery and now the issue is resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports that on power up that the backup alarm tone starts out with a deep tone that then goes to sounding normal. There was no patient involvement.